Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported static appears across the screen during a during set up involving a colonovideoscope. There was no patient injury reported.